Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete

Event description:
A patient reported that, from the beginning, the pump had ¿not worked right¿. They stated that they had a change in medication on the day of the report, as well as an increase in dosing. The patient stated that they kept increasing the dose, but they noted ¿no effect¿. The patient suspected that the pump was not functioning as it should be, and not giving her drug. The patient stated that their doctor had not done any measurements of drug after they drew it out to verify if the patient was getting the correct amount. The patient stated that she had had four dye studies in the past year to check the pump function. The results of the dye studies were not reported. The patient stated they felt an electrical shock several times a day on the left side of the pump. They stated that could be in mid-sentence and the shock would ¿take her breath away¿. The patient stated that this began around (B)(6) 2013, and it would occur one to two times a week. The patient stated, the shocking was now happening a few times a day. The patient stated their pump got very hot and they could feel it internally and externally. The patient stated that her stomach area over the pump appeared to be ¿caving in¿, and stated that it was as if the tissue underneath the pump was eroding away. They further stated that ¿it seemed like the more the stomach caved in the more they felt shocks from the pump¿. An x-ray was performed, but their doctor did not see anything in the x-ray. The patient¿s doctor stated that they would ¿like to just take the pump out as it seemed something was wrong with the pump¿. The patient stated that the catheter and tubing was ¿all fine¿. The medications used within the system were fentanyl, bupivacaine, and baclofen. A representative reported that the patient¿s shocking happened sporadically, and that the patient¿s skin ¿got pink¿ at the site of the pump. The doctor did not feel like it was hot at the pump site. The representative noted that, as a result of the four dye studies, drug did appear to be going to the intrathecal space. The logs were checked and everything looked normal. No alarms were noted.

Manufacturer narrative:
Analysis of the pump found no anomaly

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.